Manufacturer narrative:
Retainer = missing. Customer returned insulin pump for an alleged pump error 63 alarm and rewind anomaly found. The insulin pump was received with partially broken reservoir tube lip, missing retainer and missing reservoir tube o-ring. A test p-cap and reservoir was installed and did not lock in place due to broken reservoir tube lip and missing retainer. The insulin pump passed the rewind test, prime/seating test, basic occlusion test, and the force sensor test however, unable to perform the displacement test and occlusion test due to broken reservoir tube lip, missing retainer, and missing reservoir tube o-ring. The insulin pump alarmed pump error 63 during the self test and pump error 63 (variable 3) alarms are found in the downloaded history files due to broken trace at pin 6 (sda) unit 1 on the keypad assembly. Rewind functioned properly during testing. No rewind anomaly noted. The pump was cut open to perform a visual inspection. No damage or moisture damage was found on the electronic assembly, motor, or force sensor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: partially broken reservoir tube lip, cracked select button keypad overlay, stained keypad overlay, missing display window cover, serial number label stained and faded, missing end cap address label, missing retainer, scratched case, pillowing keypad overlay, missing reservoir tube o-ring, battery compartment cracked at the corner of the belt clip rails, and cracked battery tube threads. Pump error 63 alarm is confirmed due to broken trace at pin 6 (sda) unit 1 on the keypad assembly. Missing retainer, partially broken reservoir tube lip, and missing reservoir tube o-ring are confirmed. Rewind anomaly is not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer reported they were able to clear the alarm. Customer stated they did not receive request to rewind pump. Fill cannula was recorded in daily history. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.